Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (overheating/will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The contamination on the batter connector was isolated to thermal damage. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.